Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow-up, the device was showing the longevity of the battery had dropped from 7 years, to 4 years remaining. It was indicated that all other measurements were ok. During the follow-up, it was also observed that the patient was in atrial fibrillation. Technical services was contacted, and reviewed the disk analysis, which determined that the increase in battery consumption was due to high rate atrial sensing. Device reprogramming was recommended to recover the battery longevity. No adverse effects to the patient were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a routine follow-up, the device was exhibiting premature battery depletion. The longevity of the battery had decreased from 7 years, to 4 years remaining. It was indicated that all other measurements were normal. Additionally, it was observed during the follow-up, that the patient was in atrial fibrillation. Technical services was contacted, and reviewed disk analysis. Normal device operation was observed, and it was confirmed that the increase in battery consumption was due to high rate atrial sensing. Device reprogramming was recommended to reduce the power consumption associated with atrial sensing. This device remains implanted. No adverse effects to the patient were reported.